Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 53-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was not reported. While on impella 5.5 support, bleeding was observed at the axillary graft insertion site. The patient was receiving anticoagulation therapy, and blood products were administered. At the time of the bleeding event, the reported activated clotting time (act) was approximately 200 seconds. In response to the bleeding, the patient was taken back for surgical site re-exploration, and an additional suture was placed around the graft, after which hemostasis was achieved. The reported access-site bleeding requiring surgical intervention and transfusion is consistent with known risks associated with large-bore axillary arterial access and the anticoagulation/purge requirements of impella support. The patient remained supported with the device and survived to impella 5.5 explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.